Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator was in backup mode. The patient complained of a shock prior to clinic visit, which was deemed to be due to normal device function. The device was restored, and the patient was in stable condition.